Event description:
This pt was found dead on (B)(6) 2011, the exact date of death is unk. The pt's family requested an analysis to verify correct functionality and any estimate of date of death available from the device's memory. No autopsy was performed and the cause of death was not provided.